Manufacturer narrative:
The reporter's test strips with lot number 53667015 were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.7 - 3.3 inr): qc 1: 2.9 inr. Qc 2: 2.9 inr. Qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The test strips used for the reporter's device was requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." Occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested with the coaguchek xs meter with serial number (B)(4) compared to a demo coaguchek xs meter with serial number (B)(4) and an unknown laboratory method. The laboratory result at an unknown time was 3.19 inr. The result from the reporter's meter was 4.9 inr. The result from the demo coaguchek xs meter was 4.8 inr. The comparisons were performed within four hours. The expiration date of the second lot number of the test strips used for the demo coaguchek xs meter is 31-jul-2022. The therapeutic range is 2.5 to 3.0 inr.